Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump alarms no delivery. Customer experiencing high blood glucose after taking steroid shot. Customer also experiencing frequent urination, thirst and fatigue. The blood glucose reading at the time of the event was 379 mg/dl. Hospital treated with insulin drip. The current blood glucose reading is 366 mg/dl. Customer treated with insulin pump. Nothing further reported.